Event description:
The customer reported that the insulin pump alarmed motor error several times. The blood glucose reading was 139mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The device was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube.